Event description:
There was an allegation of questionable results for multiple patient samples from the cobas 8000 cobas c 701 module. Example 1 initial glucose result was 6.293 g/l and the repeat result was 0.934 g/l. Example 2 initial total protein result was 1.357 g/l and the repeat result was 0.106 g/l. Example 3 initial creatinine result was 1000 mol/l and the repeat result was 88 mol/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The field service engineer checked the cell rinsing stations and performed internal and external cleaning of the probes. He found one of the probes was slightly clogged. He replaced the pipe and ran verifications and quality controls.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.